Event description:
It was reported that this implantable cardioverter defibrillator (ICD) triggered an error code related to an open circuit. High out of range shock impedance measurements were seen. The patient received shocks with the last shock being effective and restoring normal rhythm. Technical services (ts) reviewed the error code noted and explained that this code is triggered when high voltage shock impedance measurements are over 145 ohms. The recommendation was to replace the lead. Ts noted that in this case and the current situation the patient may receive limited energy since second phase shock waveform will not be applied. Additional information noted that the patient will continue to be followed with more frequent visits. No adverse patient effects were reported. The right ventricular (rv) lead remains implanted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) triggered an error code related to an open circuit. High out of range shock impedance measurements were seen. The patient received shocks with the last shock being effective and restoring normal rhythm. Technical services (ts) reviewed the error code noted and explained that this code is triggered when high voltage shock impedance measurements are over 145 ohms. The recommendation was to replace the lead. Ts noted that in this case and the current situation the patient may receive limited energy since second phase shock waveform will not be applied. Additional information noted that the patient will continue to be followed with more frequent visits. No adverse patient effects were reported. The right ventricular (rv) lead remains implanted. Additional review of this case noted that the lead model/serial combination was discrepant.